Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01832. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: the patient underwent mesh revisions in (B)(6) 2008 due to pain,dyspareunia and bowel issues. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.